Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the tip of the impactor cap device was broken. The reporter further clarified that the device was broken into two pieces. The reporter stated that they ¿simply just put the impactor¿. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed and it was determined that the device had broken into two pieces at the proximal threaded end. It was further determined that the issue was consistent with the device being dropped or mis-aligned during use (user error). It was further determined that the device failed pretest for visual assessment and end cap thread assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.